Manufacturer narrative:
Br medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there were problems with the ins related to impedance. The patient reported worsening pain and that the neurostimulator wasn't working approximately 30 days after a lead replacement. In the last session with the patient, which was unclear if it occurred on (B)(6) 2022 or (B)(6) 2022, they observed 14 of the 16 electrodes with poor impedance. All attempts at adjustments were without success. They went to the doctor who requested the replacement of the lead but before carrying out the replacement of the lead, the lead was connected to a test cable and the impedance was measured via an external neurostimulator (ens) where all impedance results had normal values. The lead was connected to the ins and the impedance was checked again with 14 of the 16 electrodes having poor results. After the end of the surgery and the verification of the impedance, bad values were found but with green icons in most of the electrodes and they were without success in the attempt to adjust pulse widths and intensities in the maximum values without perception by the patient. There were no environmental/external/patient factors that may have led or contributed to the issue. The lead plus ens had impedance results with all contacts ok. The lead plus ins had only electrodes 3 and 4 good. The lead with an inversion of the contacts plus ins had impedance on electrodes 3 and 4 remain the same. After they returned the lead to the ins, the impedance remained very high. The distributor believed it was not the issue of fluid in the epidural space as everything was fine at the time of the electrode change in february. The issue was not resolved as of (B)(6) 2022. The patient was hospitalized until (B)(6) 2022, but was alive with no injury. Additional information was received from the distributor. It was reported that the ins had not yet been replaced as of (B)(6) 2022. The defect in the ins was detected through the worsening of the patient's pain. The doctor confirmed this information. A test was carried out with the physician programmer and test cable, and the problem continued to present in 14 of the 16 electrodes. The patient was hospitalized to perform the ins explant and replacement; however, the date for this procedure had not yet been set. Additional information was received from the distributor. The implant date of the ins was clarified.

Manufacturer narrative:
H2. Correction: upon further review, g4. PMA / 510(k) # was missing from this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.